Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue occurring with a one-link neutral luer activated device. The issue occurred in the anesthesia department. The set up being used when the no flow occurred was described as a high pressure extension set (non-baxter product) connected to a onelink connector, which was connected to a stopcock manifold. The customer indicated that when the onelink connector was removed, and the high pressure extension set was attached directly to the stopcock manifold, the flow resumed without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.